Event description:
It was reported that during a da vinci hysterectomy surgical procedure, it was observed that the jaws on the prograsp forceps instrument would not open. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's grip cable to be derailed at the distal pulley. Cable derailment prevents the grip from opening to their full capacity. Failure analysis investigation also found the distal end of the instrument's main tube had various scratch marks/abrasions with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the additional finding of the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.